Manufacturer narrative:
This MDR was generated under protocol (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the bottom case seal was removed/broken. Both front corners were cracked and chipped on top case, the right plunger case was cracked and the case seal was missing. The technician performed power up process and checked the reading of the plunger sensor. The reported event was unable to be duplicated and all reading of the plunger sensors were within the required specification. The root cause of the reported issue could not be determined. The technician reassembled the whole plunger assembly and replaced left plunger case for preventive measure. Performed syringe test and all functional testing, which the device passed. Unique identifier is unknown. No information has been provided to date.

Event description:
It was reported that a plunger error occurred. No patient injury was reported.